Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation, investigation findings, investigation conclusions) the following sections were corrected: b3. The reported manipulation under anesthesia on left tka cannot be conclusively determined; however, it may be due to patient factors/etiology, component positioning, arthrofibrosis, infection and/or implant selection. This cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 02-020-14-0235 - truliant cr por fem cr por left sz 3.5: (B)(6) 02-022-51-3512 - truliant tib imp crc insert sz 3.5,12mm: (B)(6). 02-022-55-3535 - truliant por tib tray size 3.5f/3.5t: (B)(6). 200-07-35 - advanced patella 35mm 3 peg implant: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Subsequently, the patient experienced arthrofibrosis in left knee. As a result, approximately 4 months after initial replacement, the patient underwent manipulation under anesthesia. Patient returned to clinic for follow-up and indicated that left tka is doing well. No further impact to the patient was reported. No other information is available.